Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was scheduled for normal generator replacement due to eri/eol and high threshold was observed on the rv lead. Intermittent lead noise was also noted on the rv lead. Patient was asymptomatic. The lead was capped on (B)(6) 2019 and replaced. Patient was stable before, during and post procedure.